Event description:
It was reported that noise resulting in oversensing was observed on the ventricular channel. During a revision procedure, the lead measurements were appropriate on the pacing system analyzer. A header anomaly was suspected and blood was observed in the header. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, sensing and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.